Event description:
Nellcor puritan bennett received a call from a respiratory therapist on 3/23/1999. Called to report the following problem: vent is not delivering a breath when high alarm is set at 50 or above. Breath is dumping.